Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir was coming loose and constantly had to be tightened back on. The customer stated that the insulin pump had scratches and dents but it was working and the reservoir was seated. The battery had to change frequently and suspected irregular delivery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with scratched case and cracked keypad overlay. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08730 inches. No unexpected insulin flow blocked alarm/no under or over delivery anomaly noted during testing. No battery or power anomalies noted during testing or in power graph generated by adapt power management tool.